Event description:
The customer reported having issues with the battery, and the device displays a red x and chirps. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.